Manufacturer narrative:
According to the received information from the field, the recipient never had benefit from the concerned device. The electrode was fully inserted but not optimally positioned in the cochlea therefore a re-positioning surgery was considered. During this surgical procedure the active electrode was pulled apart, also confirmed by device investigation. Apart from that the device operates within specification. This is a final report.

Event description:
Since implantation the user never gained benefit from the device, a repositioning surgery took place. During revision surgery on (B)(6) 2018 the active electrode was damaged during removal from the cochlea. Reportedly, the device was intact before surgery. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since implantation the user never gained benefit of the device therefore a repositioning surgery took place on (B)(6) 2018. During this surgery, the surgeon ruined the device. The device was intact before surgery. For the reimplantation a synchrony compressed was used and could be inserted up to electrode number 10 therefor 2 electrodes are out of cochlea.